Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings:the battery compartment was found to be cracked below the grip pad, to the case seal. The battery compartment was also observed to be cracked along the left side to the grip pad. There was also moisture in the battery compartment but not inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.